Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return and evaluation as it had been discarded. The or response indicates they discard devices that have been explanted due to sizing issues. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device in this case, implantation of the 27mm pericardial mitral valve led to prolonged bypass and operative time to explant the valve at implant due to impingement by the mitral valve annulus on the native aortic valve leading to aortic valve insufficiency secondary to native aortic valve leaflet distortion. The patient developed significant coagulopathy requiring extended surgical time to monitor and ensure adequate control of the coagulopathy. He also had bleeding at an area of the base of the aorta and the noncoronary sinus at the junction of the right atrium which was treated with packed hemostatic agents. The device was not returned for evaluation and the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and surgical technique may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that the 27mm pericardial mitral valve was explanted at implant due to leaflet distortion. The explanted device was replaced with a 25mm pericardial mitral valve. Through follow up with the health care provider, the operative report was provided and indicates the patient underwent septal myectomy and mitral valve repair with use of an annuloplasty ring. This left the mitral valve with some degree of regurgitation. Surgeon decided to replace the valve with a 27mm pericardial valve that led to lv distention and aortic insufficiency. The surgeon opened the previous aortotomy and "it seemed as if the annulus of the mitral valve was impinging upon the left coronary cusp annulus at its nadir. The annulus at this point was very friable and thin. The valve leaflets were distorted [by] this, but there was no direct suture impingement on the valve leaflets, it was just because of the valve annulus distorting the leaflets" the surgical team decided to replace with a smaller valve. There was some bleeding noted post operatively that was packed with hemostatic agents. The patient was reported as critically ill with ongoing coagulopathy, but with essentially stable vital signs. Total operating room time was over 10 hours. The patient was a (B)(6) male with a history of hypertrophic obstructive cardiomyopathy, status post alcohol septal ablation, ICD placement, mitral regurgitation, and syncope.